Manufacturer narrative:
The issue was investigated in detail. According to the received information, a crack was found the rail in the table strut. The provided images showed a breach in the metal guiding rail for the rear bearings of the movement column. A similar event occurred on the concerned unit in 2016, however, it was not communicated to siemens until this recent occurrence. The provided images from 2016 showed that the crack was rather small in the table frame and that the rail which guides the bearings of the tube/columns longitudinal movement in the frame was bent. The customer repaired the system without siemens involvement in the beginning of 2017. The customer was provided a price quote for a new table frame, however, has not accepted it. The service organization confirmed that the system was only used in 0° position. Since the defective part was not available for investigation, a reasonable measurement of tolerances was not possible. Therefore, a simulation with a finite element method (fem) analysis was performed with the worst-case scenario (eccentric bearings adjusted to the maximum). This simulation showed that if the eccentric bearings are overly adjusted, the guiding rail of the strut gets overloaded and can break over the time. This could lead to the described issue. Risk potential of the damaged strut was performed as well. A floating bearing (e.g. In the breached guiding rail) only contributes to a small extent to the guidance. The main load is borne by the linear guide and the drive chain. The floating bearing is needed to meet the requirements for central beam migration at + 90 ° /-90 °. Such hazard situation could never occur. Based on the results of the fem analysis a sample of 20 new table struts were checked for correct dimensions and parallelism of the guiding rails. It could be confirmed that the tolerances of the guiding rails are all below the determined acceptable limit of the fem analysis. To check the negative effect of a cracked guide to the function of the system over a longer period, an endurance test was carried out with the worst-case settings. This endurance test (approx. 9.500 cycles corresponding to approx. 1.5 years of operation) did not show any problems in the system functionality. Also, the central beam deviation (tube to detector) was only about 1mm compared to the prior situation. The investigation results showed that the crack was most likely caused either by high mechanical load at the rail or by wrongly adjusted bearings and/ or guide rails not being parallel. The exact root cause could not be determined since the affected complaint part was no longer available. However, the investigation also showed that there are no safety relevant risks. It could also be confirmed that there is no risk of falling parts. The user was advised to replace the table frame to resolve the reported issue.

Manufacturer narrative:
Siemens is conducting an investigation of this event. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
Siemens local service engineer requested a price quote for a new table frame for the axiom luminos drf unit. In (B)(6) 2016 the user of this unit provided pictures of a small crack in the table frame and a bent frame rail; at that time the user requested a price quote for a new table frame, however, ended up making repairs themselves without siemens involvement. The issue was not considered to be hazardous at that time due to the size of the crack. It is unclear whether the formerly indicated damage to the system is the reason for the current price request. No detailed information on the state of the system is available, however, it is assumed that if there is a crack in the table frame, in worst case, the tube column could tilt over and pose risk of seriously injury to a person. No injury was communicated in this case. The reported event occurred in (B)(6).